Event description:
It was reported that during scheduled vena cava filter retrieval, guided fluoroscopy demonstrated a detached limb embedded in the ivc wall, although, the filter was successfully captured and retrieved, the detached limb remains embedded in the ivc wall. At this time there are no plans to retrieve the detached limb. There is no reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.